Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message upon power up with multiple known-good lifebands. No patient involvement.